Event description:
It was reported by the customer that pyxis medstation es system cubies in drawer was failed. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that cubie drawer was failed. A field service engineer examined the module controller board, which exhibited no lights. The assessment revealed a faulty controller and drawer controller. Both components were subsequently replaced. The system functioned as intended after the field service engineer troubleshooted the device.